Event description:
It was reported that during a routine check the device could not be interrogated. The failure was believed to be due to unexpected battery depletion. The device was explanted. There were no adverse consequences for the patient.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity from 2.54v to eol was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
(B)(4).